Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that before the procedure the device doesn't work any more. No further details where provided. No patient consequences.